Event description:
A review of service data detected a reportable problem. During servicing, the ECG "c and d" cable was detached from the electrode belt sn (B)(4). The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the ECG "a and b" and ECG "c and d" cables. The last patient to use this electrode belt did not report any deficiencies.